Event description:
Customer reports one incident of a blood leak at the end of treatment on use #30. Noted by visible blood dripping from dialyzer. Estimated blood loss was 50 cc's. Treatment was discontinued. No pt injury or medical intervention reported.